Manufacturer narrative:
D4. UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in japan, transcatheter aortic valve implantation was performed via the transfemoral approach. The 23mm sapien 3 ultra resilia valve was deployed in a standard manner with nominal +1 ml volume. Following valve deployment, trivial paravalvular leak (pvl) was observed; therefore, post-dilatation was performed. After post-dilatation, severe transvalvular leak (tvl) was noted. On transesophageal echocardiography (tee) short-axis view, adequate leaflet opening and closing were confirmed. However, a wide regurgitant jet was observed extending from the rcc-ncc commissure to the mid-portion of the rcc. Based on the echocardiographer's assessment, there was suspicion of a leaflet tear involving the region from the rcc-ncc commissure to the mid-portion of the rcc. A valve-in-valve was performed due to this event on the same day. The patient was recovering. No abnormalities of the leaflets were noted at the time of crimping of the sapien 3 ultra resilia valve.